Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v526911, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a urinary tract infection (uti). The patient was constantly leaking and had urinary frequency, urgency, dysuria, and cloudy urine. A clean catch urine culture was taken and the patient was given bactrim. The event resolved without sequela on (B)(6) 2012.